Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
It was reported that a physician, trained in the use of the starclose device, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, there was increased resistance while deploying the thumb advancer and the device was removed via the safety release button. After the device was removed, the clip could be seen on the tubeset of the device. Hemostasis was achieved by applying manual compression. There were no adverse pt effects reported. No additional info was provided.